Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Reportedly, the stent delivery system (sds) was advanced through previously implanted stents and during withdrawal, the stent dislodged. It should be noted that the promus instructions for use, (IFU) cautions the user that although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Return of the promus sds may have assisted the investigation; however, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to experienced difficulties. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported device embedded in vessel or plaque appears to be a secondary effect of the dislodged stent being crushed against the vessel wall. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. Based on the information provided, the inability to cross and stent dislodgment appear to be related to crossing the previously implanted stents.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Distal to stent. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Reportedly during attempts to deploy a 2.5x18 mm promus stent distal to two other promus stents placed earlier in the procedure (size of stents unknown) in the fully stenosed obtuse marginal artery; resistance was met during crossing through the first implanted stent and during pullback, the 2.5 x 18mm promus stent dislodged. The dislodged stent was found sitting on the guide wire (type unknown) just past the two implanted stents. A non-abbott balloon catheter was used to relocate the stent and then another promus sds was used to crush the stent against the arterial wall. No additional information was provided.